Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00229.

Event description:
It was reported that the patient underwent a revision procedure due to pain and elevated cobalt levels. During the revision, grayish fluid and debris was encountered. The acetabular and femoral components were found to be well-fixed and the trunnion in good condition. The femoral head was replaced with a dual mobility without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Component code: mechanical (g04) - head. One m2a-magnum mod hd sz 46mm item# 157446 lot# 442760 andm2a-magnum pf cup 52odx46id item# us157852 lot# 330910 were returned and evaluated. Upon visual inspection there is scuffing on the od. There was gouging on the lip of the head and scratches on the insert. There is no debris inside of the taper. The additional information does not change the outcome of the previous investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues patient presented with pain and cobalt levels at >40. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.